Event description:
The patient stated that if felt and looked like her pump had shifted. The patient had severe pain around the pump; that from their head to their hips they hurt, and their legs were partially numb. The patient¿s symptoms started a few days prior to the report, and it had gradually been working up to where their entire back and head and hips started aching. The patient¿s numbness started the day prior to the report. The patient stated that it was to the point where they were also falling; that they were so numb and weak. The patient stated that it seemed like the bottom of the pump tipped in underneath the pump. The pocket was noted to be tender, but it was not warm or swollen. The patient had redness at the top of the pain pump. The medication used within the system was prialt.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).